Manufacturer narrative:
It was noted that the pump had a stripped battery cap (p) coin slot. The pump was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. They were unable to perform the excessive no delivery test and occlusion test due to a prime/fill anomaly. The pump had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, and a cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that she had a damaged battery cap. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that she was trying to change the battery but the battery cap was stripped and she cannot get it off. Customer stated that her blood glucose is usually high but she took a 15 unit bolus using the pump. Customer stated that her doctor is aware of her high blood glucose and it is kind of normal for her. Customer did not want to troubleshoot for her high blood glucose. Customer stated that she was not able to remove the battery cap. Customer was advised to monitor the pump. Customer was advised that the pump will need to be replaced.